Event description:
It was reported on (B)(6) 2013 during a elevate anterior and apical prolapse repair system implant surgery, the physician went through the pt's bladder on the distal needle pass on the pt's right side. A urologist consult was called in, as well as, a radiologist. The pt was closed up and went home with a catheter placed. No further pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Analysis results: the handle/needle and graft are all within specifications. Two fixating arms were returned. One appears normal and unused. The second fixating arm had the mesh cut into 2 parts which appears to have occurred during the procedure. The anchor end of the fixating arm was not returned, otherwise it appears normal.